Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net with multiple pause episodes that did not appear to be physiologic. The pause episodes appeared to be undersensing. The patient reported no symptoms during the times of episodes. On (B)(6) 2018 the patient presented to the clinic doing great. Their implantable cardioverter defibrillator was reprogrammed. The device remained implanted and the patient would be followed normally.